Event description:
It was reported that during a laparoscopic prostatectomy procedure, the top housing seal constantly leaked. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.